Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford bearing; item# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months following an initial medial unicompartmental knee replacement, the patient underwent a revision surgery due to medial tibial plateau fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.